Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that: - bottle 3 (ethanol) was not in contact with the corresponding sensor for approximately 8 minutes and 50 seconds from 17:56pm on (B)(6) 2021, which is sufficient time to replace the reagent. At 18:05pm on (B)(6) 2021, a user affirmed in the graphical user interface (gui) that the ethanol concentration in bottle 3 was to be set to the default value of 100%. The properties of the reagent in bottle 3 prior to these user actions were recorded in the instrument logs as: ethanol concentration=50.8%, cycles=19, cassettes=693, days=6. - following the user actions detailed above, the reagent in bottle 3 (ethanol) was used in seven (7) of the 12 processing runs executed between 18:05pm on (B)(6) 2021 and 15:17pm on (B)(6) 2021. The station properties for bottle 3 (ethanol) were reset at 15:17pm on (B)(6) 2021. There is no evidence of any use error(s) during replacement of this reagent. The properties of the reagent in bottle 3 prior to these user actions were recorded in the instrument logs as: ethanol concentration=99.4%, cycles=7, cassettes=376, days=2. There is no evidence of any use error(s) during replacement of this reagent. The station properties for bottles 11 (xylene), 12 (xylene), 13 (xylene), 14 (xylene), together with the wax in wax chamber 4 were reset between 15:20pm and 15:40pm on (B)(6) 2021. There is no evidence of any use error(s) during replacement of these reagents. Although a user affirmed in the gui that the ethanol concentration in bottle 3 (ethanol) was to be set to the default value of 100% at 18:05pm on 08 (B)(6) 2021, the discrepancy between the ethanol concentration of 83.5% measured by the fss using a hydrometer on (B)(6) 2021 and that calculated by the instrument software of 99.4%, indicates that a use error occurred during manual replacement of this reagent. The information available suggests that the ethanol concentration in bottle 3 was approximately 84% after replacement at 18:05pm on (B)(6) 2021, rather than 100% as affirmed by a user in the gui. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled. The reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. The reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Consequently, it is likely that the reagent in bottle 3 (ethanol) with an ethanol concentration of approximately 84% after replacement at 18:05pm on (B)(6) 2021 rather than 100% as affirmed by a user in the gui, was used for the final dehydration step of processing runs executed in either retort a or b between 18:05pm on (B)(6) 2021 and 15:17pm on (B)(6) 2021. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the patient tissue samples being processed, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Although the reagent in bottle 3 (ethanol) was used in seven (7) of the 12 processing runs executed between 18:05pm on (B)(6) 2021 and 15:17pm on (B)(6) 2021, the processing quality of patient tissue samples from the other five (5) processing runs executed during this period was also likely to be have been adversely impacted, because the reagents used would have been contaminated by the prior use of the reagent in bottle 3 (ethanol). Investigation of this complaint found that the instrument functioned as designed during execution of the 12 processing runs executed between 18:05pm on (B)(6) 2021 and 15:17pm on (B)(6) 2021, from which the quality of processing of patient tissue samples would have been adversely impacted. The root cause of the sub-optimal processing of patient tissue samples reported by the complainant was a use error, which occurred between 17:56pm and 18:05pm on (B)(6) 2021. Specifically, the ethanol concentration in bottle 3 measured by the assigned leica application specialist - core histology using a hydrometer was 83.5% and that calculated by the instrument software was 99.4%. The facts indicate that manual replacement of the reagent in bottle 3 (ethanol) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
The complainant contacted leica biosystems in relation to peloris ii rapid tissue processor serial number (B)(4) and the following information was documented: "overprocessed, crispy tissue. Tissue from several runs over the course of two days has come out overly dry, to the point of being crunchy and impossible to section. There is also underprocessed tissue coming from the sample processing runs." On (B)(6) 2021, the assigned leica application specialist - core histology (fss) visited the laboratory in order to investigate the circumstances involved in this complaint and to provide applications support. The fss measured the ethanol concentration in bottles 3-10 inclusive using a hydrometer. The variance between the measured and calculated ethanol concentration was found to exceed the acceptable limit of 5% in bottle 3, in which the measured concentration was 83.5% and the calculated concentration was 99.4%. The fss documented the following observations: "improper bottle change (bottle 3) on (B)(6) 2021 led to some tissue coming out underprocessed. No error messages." The fss advised that all reagents on the instrument be replaced, and a validation processing run(s) be executed to determine that the quality tissue processing is satisfactory, prior to processing patient tissue samples. The fss documented that the patient tissue samples involved in this event were derived from "5, possibly 8" processing runs executed in either retort a or b using the "2hr, 3hr, and 8hr" protocols, which comprised "227 or possibly 304" cassettes, with "various" start/end time and dates. The tissue type(s) and size(s) of the affected patient tissue samples were both detailed as "various". Information as to the final status of the affected patient tissue samples and the patient impact/outcome has not been provided, despite the following requests for this information being made to the complainant by the assigned leica application specialist - core histology: (B)(6) 2021 during site visit, (B)(6) 2021 by email and (B)(6) 2021 during site visit. As "at" 09 july 2021, no adverse impact to a patient(s) has been reported to the manufacturer.